Manufacturer narrative:
E 1. Initial reporter address line 1 (cont): (B)(6). A picture was received for evaluation following biosense webster's procedures. According to the picture provided by the customer, bubbles were observed in the plastic of the sheath. A device history record evaluation was performed for the finished device with lot 60000276, and no internal actions related to the reported complaint condition were identified. The issue reported by the customer was confirmed based on the picture received. The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6. Investigation findings code of "appropriate term/code not available" represents photo/video analysis. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ¿ paroxysmal ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and after inserting and removing the catheter from the sheath, the physician aspirated the sheath several times and there was air coming out. The physician covered the insertion of the sheath to minimize air entry; however, air still came out. When the sheath was replaced (different lot number), the issue was resolved. The procedure was successfully completed. There was no patient consequence. Additional information was received. It was reported that they were unable to ascertain if air was being introduced into the patient and stated that most likely not. After catheter insertion, the physician aspirated with a syringe and air was coming out, even when they removed the catheter and closed the insertion site by pressing it with the thumb, air was still coming out. The patient has not exhibited any neurological symptoms since the procedure was completed.

Manufacturer narrative:
The healthcare practitioner¿s contact information was provided. Therefore, section e was updated. The device evaluation was completed on 04-jun-2024. It was reported that a patient underwent an atrial fibrillation (afib) ¿ paroxysmal ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and after inserting and removing the catheter from the sheath, the physician aspirated the sheath several times and there was air coming out. The physician covered the insertion of the sheath to minimize air entry; however, air still came out. When the sheath was replaced (different lot number), the issue was resolved. The procedure was successfully completed. There was no patient consequence. Additional information was received. It was reported that they were unable to ascertain if air was being introduced into the patient and stated that most likely not. After catheter insertion, the physician aspirated with a syringe and air was coming out, even when they removed the catheter and closed the insertion site by pressing it with the thumb, air was still coming out. The patient has not exhibited any neurological symptoms since the procedure was completed. Device evaluation details: the device was returned to biosense webster (bwi) for evaluation. A visual inspection evaluation and irrigation test of the returned device were performed following bwi procedures. Visual analysis of the returned sample revealed no damage observed on the vizigo sheath. Microscopic examination of the hemostatic valve surface did not show stress marks on the outer diameter. An irrigation test was performed, and no leakage, air, or bubbles were observed. According to the picture provided by the customer, leakage was observed; however, during the product investigation, no issues were found. Device history record was performed for the finished device number lot 60000276 and no internal action related to the complaint was found during the review. The issue reported by the customer could not be replicated during the product investigation. Other issues or circumstances may have occurred during the usage of the device that compromised its performance. The instructions for use (IFU) contain the following information: before inserting the sheath into the patient, flush the sheath and dilator with heparinized normal saline to remove air bubbles and any potential particulate. After the sheath is in the left atrium of the patient, maintain a constant flow of heparinized normal saline to the sheath to minimize the risk of air emboli. Use best practices for inserting or retracting any device at the hemostatic valve. Monitor any potential air entrapped and completely aspirate any observed air out of the side port. Once the sheath is inserted into the vasculature and the dilator is removed, aspirate until steady blood return is achieved prior to flushing or infusion. All fluid infusion should be through the side port. In order to minimize the risk of air embolism provide a continuous infusion of heparinized saline solution once the sheath is inserted into the patient. Slowly remove or insert the dilator or other devices. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Correction to the initial report: g1. Manufacturing site. Is freudenberg medical llc, therefore g1 manufacturing site details have been updated. D4. Primary UDI number has been added (B)(4). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. No: (B)(4).